Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services provided to the customer due to low blood glucose. The customer¿s blood glucose level was 30 mg/dl. The customer mentioned two incident of paramedics came to his home. The rubber black ring came out. The customer treated low blood glucose value with intravenous sugar. The customer report did not allege over delivery on insulin pump. The customer stated that the drive support cap was appeared normal. Customer was unable to complete care link upload. The insulin pump will not be returned for analysis.